Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was 179 mg/dl. Customer reports they are unable to describe the possible damage to the drive support cap. Customer stated that the blue piece that was there was gone. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).